Manufacturer narrative:
This supplemental report is created with reference to mfg report #1218950-2021-10765 with corrected information to update the registered legal manufacturing site.

Event description:
The customer reported the fse caused a small scab at birth and ultrasound reveled a small piece of the wire was retained. No infection was noted.